Event description:
The lay user/patient contacted lifescan (B)(4) alleging the meter has incorrect meter average. The issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting. Replacement meter sent to patient.